Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the full height cubie drawer 3 not detected on bus. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. As per part investigation, it was determined that there was thermal damage observed on the pcba dwr cntlr due to excessive corrosion on component d601 and full height cubie pmc circuit board. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 23jul2018 to the present date, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "es station: aux drawer #3 full height cubie drawer not detected on bus" was confirmed during fse testing and subsequently confirmed in the dchu testing process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse replaced drawer controller and module controller pcbs. The fse found the pyxibus cable from the main to the aux cabinet damaged and replaced it. During dchu visual inspection p/n 128361-01: was received with exposed copper strands. P/n 151622-01: the part was received with excessive corrosion on component d601. P/n 151903-01: was received with thermal damage on several components. P/n 119036-01: the part received showed no signs of physical damage. During dchu testing p/n 128361-01: the testing from dchu was not necessarily due to the physical damage found during the external inspection. P/n 151622-01: no further testing was required due to excessive corrosion on component d601 found during the external inspection. P/n 151903-01: no further testing was necessary due to thermal damage found during the external inspection. P/n 119036-01: passed the dmm and hta testing. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint "es station: aux drawer #3 full height cubie drawer not detected on bus" was identified as follows: a faulty "assy cable interface pyxibus 12 ft", p/n 128361-01, due physical damage on the wire cover, which exposes the copper strands and prevents the proper functionality of the whole cable. A faulty "use 331392-01 pcba dwr cntlr v1.10/v1", p/n 151622-01 due to excessive corrosion on component d601. Thermal damage to several components on the full height cubie pmc (p/n: 151903-01) circuit board resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the cubie pockets, leading to their malfunction.